Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that he received a call from one of their facility stating that the junction box shorted and sparks and smoke was seen.

Manufacturer narrative:
Additional/updated information was added to reflect the foot section of the bed (which included the foot and bed motors) and the hand pendant being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, a spark or smoke was not produced during the operation of the bed; however, there was discoloration and deformation on the control box, indicating that there had been a spark near capacitors c2 and c3 on the pcb. The foot and bed motor housings were in good condition. However, the bed motor mounting bracket was unfastened, causing the motor to hang by the motor lead. The control box housing had an indentation on the rear portion. The male head and bed motor connectors on the control box were discolored and there was deformation between the two connectors. Additionally, there was discoloration present on the edge of the pcb. There was also discoloration of all female motor connectors and overmolds and the pendant connector, which was due to being in close proximity to the control box. When the power cable was connected to a power supply and the pendant was used for all bed functions, there was no output from the three motors for either the up or down directions. However, when the motors and control pendant were connected to a test control box, each of the three motors were able to operate in both directions without complication. Therefore, the underlying cause of the spark near capacitors c2 and c3 of the pcb was due to a malfunction with the control box. Invacare is in the process of investigating the root cause of the malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that he received a call from one of their facility stating that the junction box shorted and sparks and smoke was seen.